Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level intermittently displaying as ¿high¿; however, a specific value was not provided, nor could the customer provide specific dates when the elevated bgs occurred. Customer would change the pump supplies to address the occlusions and resumed insulin to address their elevated bg level. Reportedly, the customer continued to use the pump for insulin therapy.